Event description:
A report was received via social media that the patient was experiencing over stimulation when the patient turned down the ipg. The patient underwent an explant procedure. No further information could be obtained.